Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation results, the noisy image was likely due to a damaged charge-coupled device (ccd) unit. Additionally, based on this and previous investigations, reasonably known information suggests that the cracked and scratched video connector may be attributed to factors such as component damage or deterioration, environmental conditions (e.g., dust, dirt, or humidity), optical issues, overheating, or electrical issues such as signal loss or an open circuit. The most probable cause of this complaint is expected or random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that there was noise on the image of the flex deflectable videoscope, and the video connector had a crack and scratch. There was no patient involvement.